Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Regarding section manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Implant date: (B)(6) 2021. Failure of implant. The leading haptic did not fold as per IFU during use; the device was explanted the same day. No injury or health consequences for the patient were reported. No additional information is available.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like product reporting. The report includes corrected information and additional information not available/included in the initial report. Corrected information: b1 - report type: corrected to remove "adverse event" b2 - outcomes attributed to adverse event: corrected to reflect this is not applicable per updated information b5 - event description: corrected to reflect updated complaint information that the device was not implanted, there was no patient involvement, and there was no adverse event. Complaint was reassessed as not reportable in the original country where the event occurred. The revised reporting assessment was made after the initial report was submitted. D6a - date implanted - corrected to remove originally reported implant date - as the device was not implanted d6b - date explanted - corrected to remove originally reported explant date - as the device was not implanted/explanted h1 - type of reportable event - corrected to remove originally reported "serious injury" per updated, corrected info h3 - device evaluated by manufacturer: corrected to yes. H6 - health effect impact code - corrected to "2645 - no patient involvement" additional information: d9 - date of device return added. G6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for correction and additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check was not consistent with reported information. Both haptic and optic were received damaged. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: nc1-sp). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a reinstalled iol from the returned injector without any problems. From our investigation, we couldn't confirm the reported event. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Corrected complaint information received 12-jan-2022. Date of event: (B)(6) 2021. The leading haptic did not fold as per IFU during preparation for use; the device was not implanted. No patient involvement. No adverse event. Complaint was reassessed as "not reportable" after initial report was submitted.